Manufacturer narrative:
(B)(6) 2011: evaluation: the device balloon was visually inspected under 10x magnification and it is noted that the balloon has not burst. Colored water was introduced into the balloon lumen and it is noted that there is delamination of the distal balloon bond. Visually there is a fluid path. The entire device was visually inspected and there are no other defects detected. Water was introduced into the infusion and pressure lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of the device batch record was performed for lot number 774336 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. A product risk assessment is open regarding delamination of balloon bond on the ep and is applicable to this event. A CAPA will be opened to document the investigation. Trends will continue to be monitored.

Event description:
It was reported that the customer had an endoplege balloon burst possibly while attempting to give retrograde cardioplegia. There was no patient harm. The anesthesiologist was (B)(6) md. Update (B)(6) 2011: device was not replaced during use, per sales rep.